Event description:
It was reported that the patient's right ventricular (rv) lead presented with high impedance and a suspected fracture. The rv lead has oversensed r waves which resulted in inappropriate high voltage therapy. The lead was turned off and a life vest was placed on the patient. Replacement is expected some time in the future. The right atrial (ra) lead presented with high thresholds due to lead dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).